Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller was giving the patient fits. The patient went to have a procedure but they could not connect to turn the implantable neurostimulator (ins) off. Pt stated they charged the ins last 3 days ago. Pt is able to connect on the call to charge, the patient is seeing the controller is 100% and the ins is 80% and they have excellent charge quality. The patient stopped the charge and tried to connect without the recharger (rtm) cord and reported seeing "settings not available" message. Pt stated that they have been getting this message for a year or more. The patient stated they have 1 setting out of 12 that he can increase and decrease stim. The patient does not have a local healthcare provider (hcp) but stated they have met the rep out of boise, ID in the past. Additional information was received from a manufacturer representative (rep). It was reported that the rep was present with the patient in the clinic the rep states that upon interrogating the device, the patient's leads are displaying impedances with all but 4 contacts "out". Rep states that they believe this began when the ins was placed, as the rep at that placement told this to the patient. They do not know who the physician is. No new information manufacturing representative provided a photo of the impedance check. Manufacturing representative reported that electrode 0 and 2 were not usable.